Manufacturer narrative:
The fse evaluated the device on site and determined this was a malfunction of the system on module (som). The fse replaced the som resolving the reported issue. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that a system failure message is preventing the device from running the operation check. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.